Manufacturer narrative:
The investigation determined that a discordant patient report was obtained when compared to the information displayed on the lis system for a single patient sample result. Assay results were generated for a sample ID when the assays were not ordered and were associated with the incorrect patient name. The root cause of the event was determined to be user error due to improper use of sid numbers. The customer was reusing sid numbers without ensuring that the previous program associated with the sid was processed to completion or deleted prior to reuse. The customer identified the discrepancy, and no mis-associated results were reported out of the laboratory. Additionally ortho assisted the customer to configure the vitros 5600 system software to prevent the same issue from reoccurring in the future. There is no evidence that a vitros 5600 system malfunction occurred.

Event description:
A customer reported a discordant patient test report was obtained when compared with the information displayed in the customer¿s laboratory information system (lis) for a single patient sample result. The sample had been processed on a vitros 5600 integrated system. The mis-association of patient demographics may potentially lead to inappropriate physician action. The customer identified the discrepancy and no mis-associated results were reported out of the laboratory. There was no report of actual patient harm as a result of this event. (B)(4).